Event description:
A positive advia centaur troponin ultra result was reported to the physician. A second sample was drawn from the patient three hours later and the troponin ultra results were negative. The lad retested the initial sample that was originally positive and the retest troponin ultra results were negative. Several hours later, a third sample was drawn and the troponin ultra results were negative. The troponin results from the new draws and the retested sample were reported to the physician. During this time, the patient was moved from the ER to ICU to the cath lab. There was no report of adverse health consequences as a result of the discordant troponin result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for discrepant troponin results was due to a fracture in the straw assembly for wash 1 which the fse repaired. The instrument is performing within specifications. No further evaluation of the device is required.